Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 166-high mg/dl. Cause was due to pump alert interrupting insulin delivery. A correction bolus was delivered to address bg. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy.